Manufacturer narrative:
Model number / catalog number: sc-2408-56, serial number: (B)(4), batch / lot number: 19116881/18979357, model / catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a fall and ripped the incision open. The patient underwent an explant procedure and was doing well postoperatively.